Event description:
It was reported that the sensor migrated to the left iliac vein confirmed via CT imaging on (B)(6) 2025. The sensor was successfully explanted on (B)(6) 2025 and the patient stayed overnight for observation. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available as the device was unable to be returned due to hospital policy. The reported issue was confirmed following review of a computed tomography (CT) abdomen without contrast that showed the sensor was in the left iliac vein. Per the site, the patient made the decision to explant, and the patient does not want a second sensor. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.